Event description:
No additional info.

Manufacturer narrative:
No photos or physical samples were available for investigation. A device history was performed and found no non-conformances were reported during production of batch number 2109032. Inspections are conducted throughout the manufacturing process to ensure the device's quality and functionality, no issues were identified. Based on the available information we are not able to identify a failure related to the device or root cause at this time.

Event description:
The above mentioned customer is participating in the mds-21nrfit001 study. The patient performed a spinal anesthesia with the following nrfit devices on (B)(6) 2024. ¿ bd nrfit spinal needle set: whitacre 27g x 103.2 mm + introducer 20g x 31.8 mm - catalogue number 400230 - lot number 2109032. ¿ bd nrfit syringe: slip 5ml, catalogue number 400051, lot number 0083149. ¿ bd nrfit blunt filter catalogue number 400066, lot number 3045501. Hypoesthesia required prolonged hospitalization. In particular, due to prolonged hypesthesia, the operation could not be performed on an outpatient basis and the patient had to stay in hospital overnight. - date of hospital admission: (B)(6) 2024. - date of hospital discharge: (B)(6) 2024.. The adverse event started on (B)(6) 2024 and resolved on (B)(6) 2024 . ¿ relationship to bd nrfit spinal needle: not related. ¿ relationship to bd nrfit syringe: not related. ¿ relationship to bd nrfit introducer: not related. ¿ relationship to bd nrfit blunt filter: not related. ¿ relationship to procedure: possible. ¿ severity: mild. ¿ no action taken. The adverse event occurred after using the devices and spinal anesthesia. The adverse event is not related to the devices but possible related to the spinal anesthesia. The adverse event occurred after using the devices and spinal anesthesia. The adverse event is not related to the devices but possible related to the spinal anesthesia.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
(B)(4) - follow up MDR #2 for corrections. Site registration updated to franklin lakes from san augustin. B4: see comments. D1, d2 and d4 updated to reflect nrfit anesthesia study. No product identified as cause for adverse event. Event possible related to procedure only. G4: 510k updated to na.

Event description:
Adverse event with no malfunction - devices not related to ae. Adverse event related to procedure only.